Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working. A new inflatable penile prosthesis was implanted. Only one cylinder was previously implanted and only one cylinder was implanted per the physician discretion, as the other corpora could not be dilated. No patient complications were reported.